Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. A batch review was conducted for potentially associated lot numbers h13b28085, h13f05076, h13e02083, h13e14096, h13d30020, and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was diagnosed with peritonitis while in the hospital for an unrelated event. It is unknown if hospitalization was prolonged due to the peritonitis. The patient was treated with unspecified antibiotics for the event. On a later date, the patient recovered from the peritonitis and discharged from the hospital. No additional information is available at this time.